Event description:
It was reported that during a da vinci myomectomy procedure, it was identified that the tips were not aligned correctly on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grip was bent, causing side to side misalignment of the grips. There was a .224 offset at the tips, indicating overloading at the tip. The instrument passed the electrical continuity test. It was concluded that the damage to the grip may have been due to mishandling. Failure analysis investigation also found scratches on the surface of the distal pulley. In addition, instrument was found with frayed pitch cable at the distal idler. There was no damage found on the clevis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.